Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had sensor glucose versus blood glucose differences. Customer's blood glucose was 143 mg/dl and sensor glucose was 53 and now the pump is suspended. The customer sensor and his isig 10.64. The customer was advised and the differences betweeen sensor glucose versus blood glucose. The customer stated that the sensor glucose is now 40. The customer was advised to monitor the sensor.